Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73b210001n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported ""device will not heat up". No patient involvement reported.

Event description:
It was reported "device will not heat up". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the back right mounting bracket was cracked. No other issues were found. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. In addition to the named test parameters, the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. Before the unit could heat up to the set temperature, the arrow light for the inspiratory (blue) and expiratory (yellow) heated wire cables were flashing. The yellow and blue heated wire cable connectors were inspected and found to be dirty. The inside of the connector was cleaned out. This time the unit was able to heat up to the set temperature of 37 degrees c with no issues. Testing confirmed dirty heated wire cable connectors. The complaint has been confirmed. The investigation revealed the heated wire cable connectors were dirty. After the inside of the connectors were cleaned out, the unit was able to heat up to the set temperature of 37 degrees c with no issues. The root cause for the failure is unintentional user error. The cable connectors can become grimy when medicine or cleaning solution runs down into them and is not cleaned out. If the cable connectors are not kept clean, it can interfere with the functionality of the unit. Teleflex will continue to monitor and trend on complaints of this nature.